Event description:
The customer reported that the system intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the power supply, replaced the monitor board and replaced the auxiliary interface printed circuit board. The system was tested and found to be working as intended and put back in service.